Manufacturer narrative:
Review of lot 17154062 revealed no anomalies during the manufacturing and inspection processes. Additional information is pending from the affiliate and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Addendum (12-may-2015): additional information was provided by the affiliate. The device was used for pre-dilatation. The balloon ruptured at nominal pressure. The device was easily removed from the patient. And a new powerflex pro was used to successfully complete the procedure. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. A 50:50 contrast to saline ratio was utilized. The type and brand of inflation device used is unknown. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device and guide wire to the target lesion. The device was inserted into the patient twice and inflated one time. There were no kinks noted on the device prior to, during, or after use. Force was not required when using the device. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the iliac artery, it was reported that the 6mm x 4cm powerflex pro pta balloon catheter (bc) was delivered to and inflated at the lesion, but it ruptured at its nominal pressure at initial dilatation. Therefore, it was removed from the patient and another new balloon was used instead. There was no patient injury reported. The procedure was finished successfully. The lesion was mildly calcified and not tortuous. The rate of stenosis was unknown. After the lesion was crossed with a guidewire, the powerflex pro was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial dilation. The device was used for pre-dilatation. The balloon ruptured at nominal pressure. The device was easily removed from the patient and a new powerflex pro was used to successfully complete the procedure. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. A 50:50 contrast to saline ratio was utilized. The type and brand of inflation device used is unknown. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device and guide wire to the target lesion. The device was inserted into the patient twice and inflated one time. There were no kinks noted on the device prior to, during, or after use. Force was not required when using the device. The product was not returned for analysis. A device history record (DHR) review of lot 17154062 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) of the iliac artery, it was reported that the 6mmx4cm powerflex pro pta balloon catheter was delivered to and inflated at the lesion, but it ruptured at its nominal pressure at initial dilatation. Therefore, it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will not be returned for analysis. The lesion was mildly calcified and not tortuous. The rate of stenosis was unknown. After the lesion was crossed with a guidewire, the powerflex pro was delivered to and inflated at the lesion. However, it ruptured at its nominal pressure during its initial dilation.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.